Event description:
It was reported that shaft break and removal difficulties occurred. A runway guide catheter and a kinetix plus guide wire were advanced to the lesion. A 4.00mm x 12mm veriflex¿ stent delivery system (sds) was selected. Upon advancing the device approximately half way in, it was noted that the shaft of the sds broke into two pieces. Both halves of the sds were retrieved with difficulty. The procedure was completed successfully with another unspecified size veriflex¿ sds. No patient complications were reported and the patient's status was good.

Event description:
It was reported that shaft break and removal difficulties occurred. A runway guide catheter and a kinetix plus guide wire were advanced to the lesion. A 4.00mm x 12mm veriflex¿ stent delivery system (sds) was selected. Upon advancing the device approximately half way in, it was noted that the shaft of the sds broke into two pieces. Both halves of the sds were retrieved with difficulty. The procedure was completed successfully with another unspecified size veriflex¿ sds. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a veriflex sds in two sections with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination presented no damage or irregularities in the distal tip. Microscopic examination presented no damage or irregularities in the stent. Microscopic examination and tactile inspection presented no damage or irregularities in the shaft of the device. Microscopic examination and tactile inspection revealed a complete hypotube separation 62.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Device analysis determined the condition of the returned device was consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).